Event description:
The facility's clinical engineer reported an infusion pump with a 513 failure code. The hospital representative stated to baxter technical support that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.